Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that the monitor was flickering and loses image momentarily, and that the field monitor is distorted and has static. To resolve the issue, the technician tightened the fiber cabling and reset the touch panel monitor on the hv1000 integration system, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the field monitor to their hv1000 integration system was flickering, "losing images momentarily", "distorted" and "has static". No report of procedure involvement. No report of injury.